Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015. It was reported that the patient experienced severe pain, hernia recurrence, bulging, mesh migration, infection, inflammation, scarring, loss of appetite and weight loss. No additional information is provided.